Manufacturer narrative:
It was reported that the patient had loosening of both knees. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had loosening of both knees.